Event description:
A 12x150mm camera port made by applied medical: during the removal of camera port a valsalva maneuver was performed and the port broke in half. No pieces were left in the patient and no injury. Trochar - (B)(6) 2017.